Manufacturer narrative:
On 7/14/2018, the mentor failure analysis lab received the device for evaluation. During the failure investigation, it was found that the complaint device was a non-mentor product. Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the left breast prosthesis was confirmed by examination. As a result, the patient was scheduled for removal on (B)(6) 2018.